Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer stated one clip deployed but after that it stopped working. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. Issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The team stated that one clip was applied but clip applier would not deploy any other clips after the initial one. Medium/ large clips were used. Clip applier was used once. A backup instrument was used. Instrument is available for return.

Manufacturer narrative:
The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Common causes of the failure mode severely bent instrument grips tips are attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.